Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19309. Related manufacturer reference number: 1627487-2021-19310. It was reported that the drg system was not providing effective stimulation for almost a year. Several attempts of programing were unable to solve the issue. As a result, patient is awaiting surgical intervention to explant the drg system in the near future.